Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument would not cauterize. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the breakage of the wire and near the base of the corresponding grip. Components adjacent to the broken wire do not show scratch marks/abrasions or indentations. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.